Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation there was a relationship found between the returned device and the reported incident. A visual inspection found a bent needle, distal tip and fiber damage, and broken lenses, including the distal lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Event description:
It was reported that during the set up before the surgery the scope was bent. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. Results of investigation have concluded that this unit had the distal lens borken which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.